Event description:
A surgeon reported that following bilateral intraocular lens (iol) implants, a clinical study pt reported experiencing glare and halos. In a follow up, the surgeon reported the iol was exchanged. The event resolved following the exchange procedure. There are two medical device reports associated with this event. This report is for the right eye. The fellow eye has previously been reported under manufacturer # 1119421-2012-01068.

Manufacturer narrative:
Evaluation summary: the lens was returned for evaluation. Solution is dried on the lens. Optic and haptic damage was observed. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. Lens bench testing could not be conducted due to the optic damage. Due to the presence of surgical solution, the observed damage is most likely related to customer handling. There have been no other complaints reported in the lot number. Attempts were made to obtain additional information. Case report forms were received on (B)(4) 2012. (B)(4).